Event description:
Event description cpi received strip information that indicated the implantable cardioverter defibrillator (ICD) exhibited a loss of capture in the ventricle during atrial threshold testing while programmed to ddd mode. It was also noted that the atrium was sensing ventricular activity after a ventricular paced event.